Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient presented with severe right leg pain and a history of low back pain. It radiates from her back to the right down to the s1 distribution. Imaging studies show a large disc herniation to the right at l5-s1; modic changes at l5-s1; disc space collapse at l5-s1; l4-5 foraminal stenosis and disc bulge. On (B)(6) 2010: the patient underwent an unspecified procedure where bone was removed from the right foot. On (B)(6) 2010: the patient presented with severe right leg pain and a history of low back pain. The pain radiates from her back to the right down to the s1 distribution. Imaging studies show a large disc herniation to the right at l5-s1; modic changes at l5-s1; disc space collapse at l5-s1; l4-5 foraminal stenosis and disc bulge. On (B)(6) 2010: the patient underwent a sinus rhythm ECG that came back abnormal, possible inferior infarct. X-rays of the chest were taken. Impression: negative chest, upper limits, normal heart size. On (B)(6) 2010 : the patient presented with the following preoperative diagnosis: low back pain; radiculitis; disc herniation, right side; disc space collapse; and modic changes. The patient underwent the following procedures: re-exploration of l5-s1 posterior lumbar interbody fusion; l5 laminectomy; l5-s1 interbody fusion; arthrodesis, l5-s1; nonsegmental instrumentation, l5-s1; emg x 2 hours; frameless computer assisted steriotaxis; intraoperative x-rays. Per the op report, a 10 x 22 peek cage was placed with rhbmp-2/acs was placed onto the right side and on the left side the distractor was removed and endplate was prepared and another 10 x 22 peek cage was place into location there. Upon completion of pedicle screw placement and emg testing, they placed rhbmp-2/acs and local autograft as well. No complications were reported. On (B)(6) 2010: the patient was discharged. On (B)(6) 2010: the patient presented with pain. The patient underwent x-rays of the lumbar spine. Impression: satisfactory postoperative appearance following l5-s1 posterior instrumented fusion. Mild osteoarthritis at l4-5. On (B)(6) 2010: the patient presented without any significant problems except for when she lies in bed and she has back pain. On (B)(6) 2011: the patient underwent an unspecified procedure where bone was removed from the left foot. On (B)(6) 2011: the patient presented with significant improvement with back and leg pain. The patient still has some scar present in her lower back. The patient underwent x-rays of the lumbar spine. Impression: satisfactory postoperative appearance following l5-s1 posterior instrumented fusion. Stable disc narrowing at l4-5; good fixation. On (B)(6) 2011: the patient presented with her leg pain significantly better. She is still having a lot of lower back pain , which seems to be muscular in nature. The patient underwent x-rays of the lumbar spine. Impression: normal post-operative lumbar spine. Good pedicle screw fixation and early incorporation of graft. On (B)(6) 2011: the patient presented for gynecological examination. On (B)(6) 2011: the patient was released from her neurosurgery and spine center's care. On (B)(6) 2012: the patient presented with back, leg, foot, and arm pain. The pain radiates to the patient's right thigh. Assessment: back pain with radiation; bunion. On (B)(6) 2013: the patient presented with hives and stated she still has rash and itching is worse even on prednisone. Whelps were noted all over primarily in the cervical region and arms. Assessment: urticaria. On (B)(6) 2013: the patient presented for follow up after an outbreak of hives. Assessment: hives; urinary tract infection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient presented for surgery with the preoperative diagnosis of low back pain; radiculitis; disc herniation, right side l5-s1; disc space collapse; and modic changes. The patient underwent a re-exploration of l5-s1 posterior lumbar interbody fusion; l5 laminectomy; l5-s1 interbody fusion; arthrodesis l5-s1; and non-segmental instrumentation, l5-s1. Per the operative report" ...a large extruded disc was removed from underneath the s1 nerve root. A 10x22 peek cage was placed with infuse onto the right side and on the left side. The distractor was removed and endplate was prepared and another 10x22 peek cage was placed into location there. We then proceeded to place the reference arc on spinous process. CT scan images facilitated placement of our pedicle screws: 6.5x35 into the sacrum, 4.4 x 45 into l5. Screws were placed with drill guide and tap, tested to be in (an) adequate location with CT scanning, emg and stimulation of pedicle screws. Upon completion of that, we proceeded to decorticate posterolaterally. We placed infuse and autograft spine, local. A 4 cm rod with standard connector was placed. (An) anti-torque device was used to secure rod and screw the connector. Intraoperative CT confirmed good locations of screws...." No patient complications were noted. The patient was discharged from hospital (B)(6) 2010. On (B)(6) 2010 the patient presented at a 4 week post op of pain. The patient underwent a lumbar spine xr 2-3 (lumbar and lateral views) which showed surgical changes from posterior instrumented fusion at l5-s1. Pedicle screws and rods intact. Markers associated with disc implants were in satisfactory position. Alignment was anatomic. There was mild narrowing of the l4-5 disc space. Surgical staples were present posteriorly. Impression: satisfactory post operative appearance following l5-s1 posterior instrumented fusion. Mild osteoarthritis at l4-5. On (B)(6) 2010 the patient presented at a 8 week post op of back pain and complained of difficulties when lying in bed. On (B)(6) 2011 the patient presented back and leg pain. The patient underwent a lumbar spine 2-3 v xr which demonstrated satisfactory postoperative appearance following l5-s1 posterior instrumented fusion. Stable disc narrowing at l4-5. On (B)(6) 2011 the patient presented leg and lower back pain. Ap and lateral lumbar radiographs were obtained showing posterior rods and pedicle screws at the l5-s1 level were intact. Vertebral body and disc heights maintained. Normal postop lumbar spine. On (B)(6) 2011 the patient presented with pain in legs and back. On (B)(6) 2012 the patient presented with back, foot, leg, and arm pain. The pain radiated into the right thigh. The patient complained that it was worse when she coughed. The patient also presented with a bunion. Per doctor's notes, radiographic imaging of the lumbar spine 2-3v showed hardware intact, no acuity. On (B)(6) 2013 the patient presented with mild urticarial. On (B)(6) 2013 the patient presented mild urticarial and a urinary tract infection.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 chest x-ray pa and lateral views show a normal chest film. Good inspiration, normal lung fields, normal cardiac shadow and normal bony anatomy. On (B)(6) 2010 lumbar CT with 3d interoperative cross table lateral view shows retractor in place, spacer in the l5 disc space. Interoperative CT shows clamp on spinous process possibly for 3d navigation and screw placement. Retractor remains in place. Pedicle screws are somewhat lateral but in satisfactory position. Large interbody peek spacer present in l5 disc (B)(6) 2010 lumbar series ap and lateral view shows pedicle screw construct at l5 with interbody spacer in satisfactory position. Alignment is fine. On (B)(6) 2011 lumbar series no change from studies of (B)(6), pedicle screw construct at l5 with interbody spacer in satisfactory position. Alignment is fine. On (B)(6) 2011 lumbar series pedicle screw construct at l5 with interbody spacer in satisfactory position. Alignment is fine. Bone is beginning to be visible within the spacer consistent with developing arthrodesis